Manufacturer narrative:
Additional narrative: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip on the craniotome device was bent. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device tip was bent and drilled. It was also observed that the spiral pin was broken, a bearing was corroded, and the nose cone and nose tube could not be disassembled. The drilled and bent tip was caused by the cutter being improperly loaded into the attachment and then installed onto the drill, the cutter did not seat properly in the locking chamber. The attachment can be forced into position which places the distal tip of the cutter in compression. At this point, the tip of the cutter is in direct contact with the neuro tip of the attachment. When the drill is started, the cutter drills into the neuro tip. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage caused by misuse, abuse and or use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.